Event description:
It was reported that a patient received an inappropriate shock on (B)(6) 2009, but that the next carelink transmission from his monitor did not show the shock episode. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.